Event description:
On (B)(6), 2011, bsc became aware of an event involving an endostat ii electrosurgical unit that was used during a colonoscopy procedure performed on (B)(6), 2011 (see manufacturer report # 3005099803-2011-03674). According to the complainant, the unit produced noise and would not cauterize; therefore, the procedure was completed with a different electrosurgical generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A console issue was initially suspected. However, during evaluation of the returned endostat ii electrosurgical unit, it was noted that the foot switch was functioning intermittently. Although this issue was unknown at the time of the procedure, it likely contributed to the complaint event.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6), 2011, bsc became aware of an event involving an endostat ii electrosurgical unit that was used during a colonoscopy procedure performed on (B)(6), 2011 (see manufacturer report # 3005099803-2011-03674).according to the complainant, the unit produced noise and would not cauterize; therefore, the procedure was completed with a different electrosurgical generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.a console issue was initially suspected. However, during evaluation of the returned endostat ii electrosurgical unit, it was noted that the foot switch was functioning intermittently. Although this issue was unknown at the time of the procedure, it likely contributed to the complaint event.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years.(B)(4):visual evaluation of the returned device found it to be in good physical condition, and both pedals functioned properly during mechanical evaluation. During electrical testing, however, it was noted that the foot switch was working intermittently. The foot switch was replaced and the system passed the endostat ii return evaluation procedure.the complaint of lack of cautery was confirmed; the foot switch was found to be defective, subsequently causing intermittent output. No issues with abnormal noise were noted, however. The foot switch failure likely occurred due to long or extended use.a review of the device history record (DHR) was performed; no anomalies were noted.